Event description:
Approximately 4 days post-implant of three gore tag thoracic endoprostheses, the patient expired. Heart failure is the documented cause of death. The physician does not attribute this event to the device.